Event description:
The patient's mother is reporting to us that on (B)(6) 2011, her (B)(6) daughter underwent a successful acl repair with the use of rigidfix cross pins for fixation. At some point post-operatively (approximately 6-8 weeks), the patient complained of pain to her pt, at which point the pt palpated the area and felt something extraordinary. The patient brought this to the surgeon and he felt the same thing as the pt did. The patient underwent a 2nd surgery on (B)(6) 2011, at which point the surgeon removed the broken fragment. This is all of the information supplied to mitek to date.

Manufacturer narrative:
One hundred twenty eight days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail, no additional information other than what was originally reported has been received. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.